Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. The tubing set was received for evaluation and the reported problem was confirmed. A visual examination found a small tear in the back of the cassette which caused the leak. The cause of this failure was unable to be determined. A supplier corrective action has been initiated. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during an arthroscopy procedure, fluid was observed leaking from the cassette. The tubing set was changed out and the procedure was completed as intended. There is no known injury or surgical delay related to this event.